Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving sensor scan results that were higher than results obtained on the built-in reader. Customer further reported that on (B)(6), they experienced symptoms described as "white face, sweating" and was seen at a hospital where a reading of 38 mg/dl was obtained on the hospital device. The customer was diagnosed with hypoglycemia and treated with a glucagon injection and glucose serum via intravenous infusion. No readings comparisons were reported on the date of event. Subsequent comparisons were reported as follows: (B)(6) sensor 331 mg/dl vs 248 mg/dl built-in meter, (B)(6) sensor 270 mg/dl vs. 166 mg/dl built-in meter, (b)(46 sensor 272 mg/dl vs. 185 mg/dl built-in meter, and (B)(6) sensor 258 mg/dl vs. 176 mg/dl built-in meter. No further treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. The sensor plug was fully seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Removed plug and inspected plug assembly; no failure mode was observed. Reprogrammed sensor to perform linearity test. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report. (Adverse event/product problem) was incorrectly entered as "product problem" on initial report. It has been modified to adverse event to reflect case details. (Describe event or problem) on initial report was also incorrectly documented with "a low readings issue was reported with use of the adc freestyle libre sensor" and "there was no report of death, serious injury, or mistreatment associated with this event."

Event description:
Customer reported receiving sensor scan results that were higher than results obtained on the built-in reader. Customer further reported that on (B)(6), they experienced symptoms described as "white face, sweating" and was seen at a hospital where a reading of 38 mg/dl was obtained on the hospital device. The customer was diagnosed with hypoglycemia and treated with a glucagon injection and glucose serum via intravenous infusion. No readings comparisons were reported on the date of event. Subsequent comparisons were reported as follows: (B)(6) sensor 331 mg/dl vs 248 mg/dl built-in meter, (B)(6) sensor 270 mg/dl vs. 166 mg/dl built-in meter, (B)(6) sensor 272 mg/dl vs. 185 mg/dl built-in meter, and (B)(6) sensor 258 mg/dl vs. 176 mg/dl built-in meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.